Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 212 mg/dl and the sensor glucose level was 65 mg/dl at the time of the incident. The customer reported the sensor keeps trying to suspend the basal on the insulin pump. The customer had blood glucose level ranges of 123 mg/dl, 168 mg/dl and a high of 500 mg/dl. The customer did troubleshoot the issues. The sensor will be returned for analysis.